Event description:
It was reported the unit was "not reaching temperature". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the trim ring was missing and there was a dent on the user interface. The rear mounting bracket was cracked and one of the plastic wing brackets on the left side of the neptune was broken off. The strain reliefs were missing and the housing was cracked. The temperature probe port was also broken off and missing from the unit. It appears the customer removed the port. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. Since the unit was missing the temperature probe port, a lab inventory temperature probe port was connected to the unit. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. In an attempt to replicate the reported complaint, the unit was prepared for the functional bench test. Water, an adult breathing circuit (880-36kit), 2-3 lpm of air flow, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In addition to the named test parameters, the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit heated up to the set temperature and functioned without any interruption or functional anomalies. The complaint is confirmed. The investigation revealed the temperature probe port was broken off and missing from the unit. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It appears the customer removed the temperature probe port from the unit. Based upon the damage observed, it appears that intentional user error caused or contributed to this event. A customer in-service has been requested. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73b210011n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit was "not reaching temperature". No patient involvement reported.